Event description:
Pt underwent tah/ls0/loa during which intergel was placed to prevent post-op adhesions. The pt had an unrecognized rectal perforation and expired on post op day 5 from sepsis and ards.